Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/29/2016, that on (B)(6) 2016, the receiver continually sounded while connected to the battery charger. No injury or medical intervention was reported. Additional event or patient information is not available. The receiver was returned for investigation. The device was determined to be in good condition based on external visual inspection, however, receiver showed no response. Global receiver functional testing resulted in no failures related to the incident. Log data review found firmware errors and screen error alarm related to the reported issue. The customer complaint was confirmed. A root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on 09/09/2016.